Event description:
Assembly pin got loose and came out of chair housing when patient sat on chair casuing him to fall to floor. The patient claimed he hurt his already injured right shoulder. He was reexamined and treated accordingly. The chair was removed from service and later repaired by our maintenance mechanic by replacing the roll pin. All other similar chairs were checked in the emergency department and the local manufacturer sales representative was advised of the incident.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, telemetry failure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.